Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 81-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. During the procedure in the cath lab, the impella catheter was inserted and advanced over the aortic arch via a short peel away sheath. The impella would not advance through the aortic valve (av) due to severe aortic stenosis (as), so the impella was removed. A decision was made to perform a balloon aortic valvuloplasty (bav). Access was obtained via the left femoral artery (lfa). The bav was completed. Multiple attempts were made to insert the impella using different guidewires, but were unsuccessful. A new impella device was opened and used. The physician decided to exchange sheath to long peel away. Impella inserted using 0.018 impella wire. The physician had issues with advancing the impella through peel away sheath around the right common iliac area. Finally, the impella was able to advance over the aortic arch and into the left ventricle (lv). The impella functioned at p-8 at 4.5l/min with no issues. While in the intensive care unit, it was noted that there was access site bleeding on arrival from the cath lab. The dressing was noted to be saturated with blood. The activated clotting time (act) was 215. The patient had received 12,000 units of heparin in the cath lab. Hemostasis was achieved with manual pressure to the area. It was also noted that the patient's urine was pink. The following day, there was still oozing from the access site and the patient had bloody urine. One unit of packed red blood cells (prbcs) was being given due to a drop in the hemoglobin the act was noted to be 182. The patient was also on a heparin drip at 1,200 units/hour. An echocardiogram showed that the pump was deep. The physician pulled the impella back 3cm, but had difficulty repositioning due to the patient's aortic stenosis. The post-procedure outcome was survived at explant, with an escalation of therapy to an impella 5.5. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B1: added product problem. B5: added the updated clinical rationale. H6: added code a24, omitted code f12.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 81-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. During the procedure in the cath lab, the impella catheter was inserted and advanced over the aortic arch via a short peel away sheath. The impella would not advance through the aortic valve (av) due to severe aortic stenosis (as), so the impella was removed. A decision was made to perform a balloon aortic valvuloplasty (bav). Access was obtained via the left femoral artery (lfa). The bav was completed. Multiple attempts were made to insert the impella using different guidewires, but were unsuccessful. A new impella device was opened and used. The physician decided to exchange sheath to long peel away. Impella inserted using 0.018 impella wire. The physician had issues with advancing the impella through peel away sheath around the right common iliac area. Finally, the impella was able to advance over the aortic arch and into the left ventricle (lv). The impella functioned at p-8 at 4.5l/min with no issues. While in the intensive care unit, it was noted that there was access site bleeding on arrival from the cath lab. The dressing was noted to be saturated with blood. The activated clotting time (act) was 215. The patient had received 12,000 units of heparin in the cath lab. Hemostasis was achieved with manual pressure to the area. It was also noted that the patient's urine was pink. The following day, there was still oozing from the access site and the patient had bloody urine. One unit of packed red blood cells (prbcs) was being given due to a drop in the hemoglobin the act was noted to be 182. The patient was also on a heparin drip at 1,200 units/hour. An echocardiogram showed that the pump was deep. The physician pulled the impella back 3cm, but had difficulty repositioning due to the patient's aortic stenosis. The post-procedure outcome was survived at explant, with an escalation of therapy to an impella 5.5. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding and hemolysis are listed as a potential adverse events and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Access site adverse event / minor bleed / hematuria: the cause of the bleeding injury was most likely user-related due to failure to follow instructions, as the act was reported to be above 180 at the time of bleeding. Difficult to advance: the cause of difficult to advance was most likely patient condition related since patient had severe stenosis condition. Difficult/unable to insert through other device: the cause of difficult/ unable to insert through other device was most likely patient condition related since patient had severe stenosis condition. Mechanical interaction with blood / hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Difficult to place or position: the cause of the difficulty in positioning during the repositioning attempt on 24-jan was most likely patient condition related to aortic stenosis.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
H6: per a review of the complaint file. Added code a01 and e0303. Omitted e1302.